Event description:
In 2008, the pt reported that her infusion device no longer beeps. To troubleshoot, she was instructed to remove and reinsert the battery. The beeps were not functional. She was then instructed to insert a new battery. The beeps were not functional. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.